Manufacturer narrative:
Additional information: b1, b2, b3, b5, d4, d7, h1, h6.

Event description:
Additional information received indicated the physician suspected right ventricular (rv) lead damage to be the cause of the event. Furthermore, the rv lead was explanted and replaced to resolve the event and the patient was in stable condition following the procedure.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise resulting in oversensing and inappropriate atp was noted on the right ventricular (rv) lead. An rv lead revision is anticipated to be performed, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.